Manufacturer narrative:
The pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery compartment, a scratched case and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated that insulin pump had crack and received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.